Event description:
On (B)(6), 2010, the pt was implanted with an aos 11mm long trochanteric nail. During the surgery, the nail broke through the anterior cortex in the supracondylar area of the femur. The surgeon noticed the break during surgery but thought that it would resolve itself. Initially the pt was fine but a week after surgery, they started to feel pain and it was decided to remove the nail. The nail was removed on (B)(6), 2010 and replaced with a 9mm short trochanteric nail. According to reports from the sales rep, the nail entry was perfect and he could not see any other issues that would have made a difference as far as surgical technique is concerned. According to info gathered, the pt had a very pronounced anterior bow due to the shortness of the pt femur.